Event description:
It was reported that the customer experiences air bubbles in the reservoir. The customer's blood glucose was 314 mg/dl. The customer treated the high blood glucose levels with their back-up plan. Advised to reinsert reservoir and run a manual prime. The customer changed the set and the blood glucose went down to 274 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.